Event description:
It was reported that the lead component of the implantable neurostimulator (ins) had migrated to the left and wrapped around the left side of the spinal cord. The migrated lead led to irritation of the nerve which caused left rib pain and pain at the lead location even when the ins was off. Diagnostics and troubleshooting included x-rays, impedance testing, and reprogramming. The device system was then explanted and the product issue was considered resolved. The patient status at the time of the report was noted as ¿alive no injury¿. Follow up information received the next day confirmed that the device system was removed and was not replaced. Further follow up information received on (B)(6) 2014 reported that the patient was recovering well from the procedure. It was noted that the rib pain they were having was attributed to the lead migration and had lessened some, but had not completely resolved. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2012-06326 for the patient¿s previous lead migration issue.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4) implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID neu_tlock_anchor, lot# unknown, explanted: 2014 (B)(6); product type accessory product ID neu_tlock_anchor, lot# unknown, explanted: 2014 (B)(6); product type accessory. (B)(4). Analysis of the lead model 39565-65, serial # (B)(4) showed no significant anomalies and had acceptable continuity with no shorts seen between circuits.